Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The erbe generator was not firing energy and the m-18 and c-30 errors were confirmed in the system logs. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was analyzed and found to not trigger error c-30. The iesu energize and cauterize all ports and recognized instruments on the in-house system. .

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, m-18 and c-30 errors were triggered on the erbe generator when using the coagulation function. The intuitive surgical inc. (Isi) technical support engineer (tse) reviewed the logs and confirmed the generator errors. The customer changed the energy cords, but the errors persisted. The tse had the customer restart the erbe generator and remove the cables on the back of the generator. The errors were still present on the erbe generator. The customer chose to use a vessel sealer (vs) instrument to complete the procedure. There were no reports of patient injury.